Event description:
An ophthalmic surgeon reported that knives have not been cutting as well as usual during surgeries. Patient impact was unknown. Additional information has been requested. Additional information was received which confirmed that there was no consequence to any patient. No additional information can be anticipated.

Manufacturer narrative:
No sample was received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, and removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested which was confirmed tht no more information can be anticipated. (B)(4).